Event description:
Patient reported to physician with signs of a reherniation at the index level where the barricaid was implanted. During a revision surgery a large herniation was observed in the area near the implanted location. The physician could not determine if the nucleus that was herniated was from around the barricaid implant, or from an area next to the barricaid implant. The patient was treated and closed with the barricaid implant left in place.